Event description:
Litigation alleges the patient suffers from pain, soreness, difficulty ambulating and high metal ion levels in his blood.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, soreness, difficulty ambulating and high metal ion levels in his blood. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain and adverse reaction to metal debris. Records are available for further review.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (b)((4).

Event description:
Update sep 11, 2017: legal medical records received. After review of the medical records for MDR reportability and in addition to what was previously reported, revision notes reported normal-appearing minimal amount of fluid, some stained tissue areas, corrosion on the taper, dark-stained fluid in the femoral ball side, and little bit of fatty necrosis. It was also reported that the metal ions are below 7ppb. Stem has been added for the reported corrosion. This complaint was updated on: oct 5, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 13 apr 2018: ppf, pfs and medical records and received. Plaintiff fact sheet and plaintiff profile form alleges pain, injury, difficulty in walking, metallosis and elevated metal ions. After the review of medical records, there is no new information that will change the MDR reportability. Metal ion levels were below 7 ppb. Doi: (B)(6) 2004; dor: (B)(6) 2013; left hip.